Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when removing the needle of a bd intima-ii¿ closed IV catheter system, the septum leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a representative sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The physical sample was subjected to a leakage test at 45 psi and 800mm, the experiment did not duplicate the reported failure mode. Because the failure mode could not be duplicated the root cause could not be determined. Investigation conclusion: the returned sample has been tested in the plant lab, and no abnormality observed. The failure mode cannot be identified.